Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The pump was restarted multiple times, encountering the same malfunction code each time. The customer did not disclose an alternate method of insulin therapy.